Manufacturer narrative:
(B)(4). Advancer, opening issues. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during the first firing sequence causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. The next three clips were conforming according to our manufacturing specifications and then, one jaw ramp got broken; the clip was conforming. The remaining clips were ejected due to the condition of the jaw. In addition, the device locked out as intended but the orange indicator over traveled. The broken jaw and indicator issues are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was closed on tissue then would not open. The surgeon cut around the device to remove the device. Another device was used to complete the procedure. No adverse consequences reported. No further details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.